Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose (bg) level displayed as "low" on the continuous glucose monitor (cgm). Cause of low bg was unknown. It was reported that the customer experienced a seizure which led to a fall. The customer received third party assistance from their mother. The customer's mother assisted with consuming carbohydrates, but did not provide any further details on treatment for the low bg event. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.